Manufacturer narrative:
Ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device's blower bellow, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board replaced due to mild contamination. The device's components not replaced have been thoroughly cleaned. The device's software upgraded to the current version. The device's blower motor was calibrated. Unit passed final test. The machine flow sensor, system board, and blower were evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor, system board, and blower functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device's blower bellow, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board replaced due to mild contamination. The device's components not replaced have been thoroughly cleaned. The device's software upgraded to the current version. The device's blower motor was calibrated. Unit passed final test.